Manufacturer narrative:
At this time, we have not received additional information regarding the complaint. It continues to be under investigation.

Event description:
The distributor reported, the "pump doesn't work anymore".